Event description:
I had lasik surgery in (B)(6) of 2021. Everything seemed to heal up well except for my left eye had corneal abrasions. The surgeon did an amniotic fluid contact on my eye for almost 3 days and plugs in my tear ducts. It seemed to work and so he sent me on my way with refresh eye drops to be used daily. They said it was only for the first few months. It is almost 5 years later and I use them daily still. I go through an entire box a week. In (B)(6) of 2024, my right eye started having corneal abrasions. I've been to so many optometrists, ophthalmologist, accordia specialist, and back to a lasik surgeon in the past 12 months. I have had two eye surgeries to try to fix my cornea, in (B)(6) 2025. Both of them have failed. I constantly get corneal abrasions and have to wear a band-aid contact as they send me to doctor after doctor. I have lived with blurry vision for a year now.